Event description:
Boston scientific was notified that during a procedure upon injection, it was noted that there was a hole in the spinnaker elite flow directed catheter 1.5-fs at one of the wallpoints.